Event description:
A report was received that the patient was experiencing an increasing pain at the ipg site. It was noted that the patient was very skinny and the pain was not device related. The patient will undergo an ipg revision procedure.